Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review were performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device that was determined to meet specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, or malfunction was identified that could have caused or contributed to the event. However; one instance of increased intra-peritoneal volume (iipv) was recorded in the device log (this is the same patient/ incident as (B)(4). Occurrence date (B)(6) 2014 at 02:38:59). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized prior to passing away in the same month as the death. After being hospitalized for seven days, the patient was discharged. It was not reported if the patient was hospitalized at the time of death. It was not reported if peritoneal dialysis (pd) therapy was ongoing prior to or at the time of death. It was not reported if pd therapy with a homechoice (hc) device was being performed at the time of death. The cause of death was reported to be cardiac failure and it was not reported if an autopsy was performed. Additional information was requested, but is not available.